Manufacturer narrative:
Failure code 810:04 was initially reported by the facility. This failure code occurred before use. Evaluation summary: during product evaluation the air-in-line printed circuit board was confirmed to be out of specification. Inspection of the device found that failure code 810:04 was caused by the air-in-line printed circuit board being out of specification. The air-in-line printed circuit board was recalibrated. The pump was returned to the customer fully operational.

Event description:
During service, the technician found an out of calibration air-in-line printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative.